Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the metal part of the force bipolar instrument came loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2025: there were no noted abnormalities with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. The working part at the end of the instrument came loose. The pin is always visible at the jaws of the instrument even with a new instrument. The instrument collided with another instrument or tool during the procedure. There were no problems removing the instrument through the cannula. No fragment fell into the patient¿s body. No image of the defective instrument is available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.30mm x 4.71mm was found to be broken off. The broken piece was still connected to the conductor wire. Components adjacent to this broken grip did not show damage. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
Refer to h11 for follow-up information.